Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump stopped working and crack at the back of the pump and also got notification for battery replacement. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed and found that the functionality of the pump was affected due to the damage. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed self test. Unable to perform sleep current measurement and active current measurement due to misaligned battery tube. No unexpected alarms during testing. The test p-cap locks properly in place in the reservoir compartment noted. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. However, a misaligned battery tube was noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, serial number label missing, cracked keypad overlay. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 11.0 received the lowbatteryalert (104) on 04/28/2025 22:52:00 after more than 7 days at 15.08 days. Battery cycle 10.0 received the lowbatteryalert (104) on 04/13/2025 10:59:00 after more than 7 days at 14.43 days. Battery cycle 9.0 received the lowbatteryalert (104) on 03/29/2025 21:48:00 after more than 7 days at 14.9 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. In summary, customers alleged unexpected power loss was not confirmed. However, a cracked battery tube and misaligned battery tube was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.